Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device and the piece broken off from the device in this report were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated them and confirmed as follows; the irrigation port was partially chipped and deformed. There was a crack on the back side of the deformed irrigation port. There were beachmarks on the fracture surface of chipped area of the irrigation port and the piece of the irrigation port. Based on the past similar case, it is surmised that the part of the irrigation port was partially chipped and it fell into the patient¿s bladder because it was tightened with excessive force.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Since the serial number of the subject device is unknown and omsc could not confirm the manufacturing history (DHR). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a cystoscopy using the subject device, the subject device broke and a black plastic piece of the subject device fell off into the patient¿s bladder. The black plastic piece was retrieved from the patient¿s bladder using the grasping forceps. The procedure was completed with the subject device. There was no report of patient injury associated with the event.